Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had low blood glucose of 30 mg/dl. The customer also stated that, the insulin pump had some issues and also had insulin pump error. The customer was getting sensor updating for the second time for the sensor and is inquiring how to stop this from occurring. The customer advised to monitor the pump as system may recover and to call back if further assistance is needed. The devices will not be returned for analysis.